Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
Physician attempted to inject an intraocular lens in the patient's eye and allegedly, the lens would not fold. In order to remove the lens, the incision was enlarged. Another attempt to insert a second lens of the same model and diopter power was unsuccessful. The patient was implanted with a different manufacturer's lens.

Manufacturer narrative:
The device was not returned for evaluation. A lot number for the reported device was not provided, therefore a device history record (DHR) review was not performed. The most probable root cause is operational context. User related factors, such as loading or handling techniques and/or procedural factors, such as lens and inserter interaction might have contributed to the event.